Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) reported they have been having pain and soreness at the incision area since (B)(6) 2023. Patient stated they did an ablation to see if that will help and it did not help the pain. Patient stated two weeks ago they did a spinal injection for budging disc. Patient stated every time she goes to the healthcare provider (hcp) office she tell them about the pain but they don't listen. Patient stated its very hard to talk to the people at the hcp ofc. Patient stated she doesn't want to live and wants to give up on life. Patient stated she fell backwards sitting on the toilet last night. Patient stated that a manufacturer representative (rep) has been helping her and encourage her to call patient services (ps) for assistance but the rep was not aware of the pain on the incision area. Patient called back stating that she had report about having pain and would like to know if they want to have the ins remove who they should speak with. Ps reviewed ps role and recommend patient consult with her hcp ofc for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.